Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The stent delivery system (sds) was not returned to abbott vascular for analysis and may have assisted in the investigation. It was reported that the lesion was described as heavily calcified which likely contributed to the reported failure to cross. During the attempt to withdrawal the sds, the xience stent dislodged off of the balloon. It appears that the stent may have interacted with the anatomical conditions and subsequently resulted in the stent dislodgement during withdrawal. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product deficiency associated with this lot. The reported failure to cross and stent dislodgement appear to be related to the operational context of the procedure and there are no indications of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested for stent dislodgement force.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the 1st diagonal artery. After pre-dilatation was performed, the 2.5 x 12 xience v stent delivery system (sds) was advanced, but was unable to cross the lesion. During removal of the sds, the stent implant dislodged into the ostium of the diagonal. There was no reported resistance during retraction of the sds. A balloon dilatation catheter was used to crush the dislodged stent to the vessel wall. An attempt was made to cross with another xience v stent; however, this one also failed to cross because of the crushed stent in the vessel wall, and resulted in flared stent struts. The sds was retracted from the patient and balloon angioplasty was performed to treat the lesion. The patient is reported to be fine. No additional information was provided.